Event description:
Following an anterior repair, the pt returned complaining of vaginal discharge. Upon examination, the doctor found vaginal stricturing and infection. The pt was placed on estrogen cream and antibiotics. No further complications have been reported.